Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently reviewed to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. As a result of a sem imaging, sla type surface treatment was completed. As a result of a re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Initial report was implant failures. On investigation, dentist was unable to recall specific patient(s) and could not provide any additional information.